Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was discovered fractured in the sterilization department.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned tasp showed signs of repeated use ( nicked or gouged ) and the post feature has fractured off. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.